Event description:
Patient's mother contacted dexcom technical support on 07/07/2015, to report that on (B)(6) 2015, the patient's continuous glucose monitoring system displayed an unrecoverable loss of antenna. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).